Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) at the end of therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the hc programming. The fill volume was 2200ml and the ultrafiltration for cycle five was 2231ml. The caregiver stated that the nurse changed the dextrose. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review was performed finding one exception, however, the device had been reworked and passed subsequent testing. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.